Event description:
A caller reported encountering a continuous glucose monitor (cgm) error 42. No specific impact on the customer's blood glucose level was provided, but it is assumed there was no adverse effect. The customer received assistance from customer support, who provided instructions for a pump reset. After performing the reset, the cgm error did not reoccur, and the caller successfully initiated their sensor session.